Manufacturer narrative:
Due to no product was returned, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation were not possible. The product met specifications upon release to distribution. If relevant information becomes available to assist with evaluation, the complaint will certainly be revisited. Evaluation codes updated.

Event description:
It was reported that during an arcr procedure, the anchor was implanted but suture was pulled out. It seems that eyelet broke. No patient injury was reported.